Manufacturer narrative:
Mfg records were reviewed and there is no objective evidence to suggest that the device may have been released with non-conformities related to the nature of this complaint. The device met specs prior to distribution. The root cause is inconclusive due to the device not being returned for eval.

Event description:
It was reported that during the coronary angioplasty, the balloon ruptured on inflation at 6 atm. An indiflator was used. The balloon was being tracked from the right aorta through a saphenous vein graft (svg) to the distal rca. In inflation and balloon rupture occurred when the svg was being angioplastied. Balloon was withdrawn; another balloon was used to complete the case. Report only, no device is being returned.